Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents from this lot. The investigation determined a potential product quality issue based on the reported complaint and the confirmed balloon pinhole. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery. Post stent implantation of a non-abbott stent a dissection was noted. The 2.5x12mm xience skypoint stent delivery system (sds) was advanced to treat the dissection; however, when pressure was applied to the indeflator, pressure did not increase and contrast was observed leaking from the sds balloon. The pressure was able to be raised to 9 atmospheres and the stent was implanted. Post-dilatation was performed per standard procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.